Event description:
A 3.5mm screw was being implanted through the translation slot of a calclock plate when the screw passed through the slot. This screw was removed thru slot when the surgeon attempted to implant a 4.0mm screw into the translation slot only to discover that the 4.0mm also passed through the slot. The surgeon then used 4.0 cannulated screw in translation slot.